Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 416 mg/dl back to back with a result of 85 mg/dl when testing was performed one minute apart on the compact plus system. No actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.